Event description:
Info received indicates the brake is not holding on head end of the bed.

Manufacturer narrative:
The technician found the brake cable was jammed in the brake mechanism assembly. He replaced the brake mechanism assembly to repair the bed.